Event description:
Pt had silicone breast implants placed in 1975. Had developed grade IV capsular contractures and implants were thought to be ruptured. At time of removal, the right implant was intact but the left was ruptured.